Manufacturer narrative:
Not returned to manufacturer.

Event description:
Fainting [syncope]; blood pressure increase [blood pressure increased]; severe headache [headache]. This serious, spontaneous regulatory authority report was received from an unspecified non-health professional in the united states. This report concerns a patient of unknown age and gender who experienced fainting, blood pressure increase, and severe headache during treatment with euflexxa (sodium hyaluronate) solution for injection (product concentration, dosing regimen, route of administration, indication for use, and dates of usage not reported). On (B)(6) 2015, the patient experienced fainting, blood pressure increase, and severe headache and subsequently (date not reported) went to the hospital due to continued increased blood pressure and severe headache. Action taken with euflexxa was unknown. The event of fainting was assessed as serious due to medical significance. The events of blood pressure increase and severe headache were assessed as serious due to hospitalization. The outcome of all events was unknown. Concomitant medication and medical history were not reported. At the time of reporting, the case outcome was unknown. (B)(4) added the narrative since no narrative was provided. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: case number, others = mw5058871. This ae occurred in the us concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive, because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators (B)(4).